Event description:
Rptr alleged blood glucose results of 418 mg/dl on the advantage system compared to 112 mg/dl when testing was performed back-to-back on a professional meter. Rptr also alleged blood glucose results of 428 mg/dl on the advantage system compared to 128 mg/dl when testing was performed back-to-back on a professional meter. The rptr stated the customer had no symptoms and no treatment or action was taken based on results. No serious adverse event was reported in connection with the alleged malfunction. The suspect product is unavailable for return; replacement product was sent.